Manufacturer narrative:
Rec-investigation-9 ongoing. Customer descriptions are not verifiable, no photos etc. Complaint analysis: 1 total burn complaint with medical attention sought (this one), zero fire complaints 01jan2023-22mar24, (B)(4) adverse event rate one other burn complaints reported for total burn complaint rate of (B)(4).

Event description:
(B)(6) called bear down brands on 08:15 am on (B)(6) 2023 to report that the previous day, (B)(6) 2023 the heating pad caught on fire, the cord melted and caught on fire and that all the pad burned and only the very tiip of it is left. She was burned on the back. She stated that she went to the emergency room for treatment. (It is implied but not stated that she went to the ER on (B)(6) 2023) it was being used in her living room and had been on for about 2 hours. She uses the unit every day. Bear down requested photographs of her burn but (B)(6) refused saying it was a hippa violation for us to request the photos. She did not provide specifics on the type or exent of the burn. Bear down requested the pad returned or photos of the pad and anna said that there was nothing left of the pad, she could not provide nor could she provide photos. She did not state that there was any property damage. The unit was purchased on amazon on (B)(6) 2022.